Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer reports that the dilator was inserted, wire advanced, dilator removed and cvc inserted. During removal of the spring wire guide a resistance was noted since the wire was kinked. It was not possible to place a new cvc due to poor vein conditions. The surgery was cancelled. No patient injury or intervention required.

Manufacturer narrative:
(B)(4). The customer returned just the guide wire for evaluation. The catheter was not returned. Visual examination of the returned sample revealed that the guide wire is kinked in three locations. Two of the kinks are located directly adjacent to each other towards the proximal end of the guide wire. Microscopic examination revealed the single kink towards the distal end of the guide wire contains offset coils. The welds on both ends of the guide wire are present and are fully formed. The j-bend on the distal tip of the catheter appears undamaged. The first kink on the guide wire with the offset coils is located at 34.2cm from the proximal tip. The two other kinks are located at 19.1cm and 19.7cm from the proximal tip. The outside diameter (od) of the guide wire measured 0.811 mm which met specification. The overall length of the guide wire measured 599mm, which also met specification. A manual tug test confirmed that both the proximal and distal welds were intact. The customer did not supply a lot number, however, a potential lot number was determined by a review of sales history for this customer. Other remarks: a device history record (DHR) review was performed on the potential lot number of the guide wire and catheter and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire kinked was confirmed through examination of the returned sample. The guide wire was kinked and bent in multiple locations, including offset coils at one of the kinks. The guide wire met all relevant dimensional specifications. A DHR review was performed and no relevant findings were identified. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned.

Event description:
The customer reports that the dilator was inserted, wire advanced, dilator removed and cvc inserted. During removal of the spring wire guide a resistance was noted since the wire was kinked. It was not possible to place a new cvc due to poor vein conditions. The surgery was cancelled. No patient injury or intervention required.